Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, lot# va13kj0, product type: lead. Analysis concluded the stim lead (va13kj0) had suspected bodily fluids in the lead body and there was no performance impact. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim, fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had several falls and knocked the connection loose from the implantable neurostimulator (ins) to the lead, which resulted in a revision to reconnect the ins. During the revision, the rep noted the lead was implanted and was tunneled, and there was blood coming out of the lead. The caller asked what this would do to the header block. The caller indicated that the healthcare provider (hcp) would replace the lead. The rep later noted the lead was replaced with no issues. The rep explained the first lead had to be repositioned multiple times because they were not getting good motor response, and thought maybe the stylet was pushed too far and damaged the lead. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.